Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level reached 504 mg/dl due to the issue. The elevated bg was addressed by a correction injection via manual insulin therapy. No additional third-party assistance was required. Reportedly, the customer continued to use the pump for insulin therapy.